Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the strike plate broke off during broach removal. The procedure was completed with another instrument. There was no harm or health impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h6. Visual examination of the returned product identified the strike plate had fractured at the strike plate. There are indentations on the handle near the fracture site. The strike plate has indentations on both the top and bottom of the device. The complaint was confirmed based on the evaluation of the returned item. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.